Manufacturer narrative:
(B)(4). Medical product: catalog # lot #. Biomet cc cruciate tray 67mm catalog # 141232 lot # 582040. Gen 4 cemvacpac 80 grsingle pk catalog # 402401 lot # 069440. Universal z/hall styl 19.7x100 catalog # 516065 lot # 88685. Biomet arcom pat all poly 25mm catalog # cp102790 lot # 269420. Agc trad pri tib bear 12x63/67 catalog # 151006 lot # 390650. Customer has indicated that the product will not be returned because it remains implanted. Multiple MDR reports were filled for this event: 0001822565-2020-02782. 0001822565-2020-02818. Heterotopic ossification is the abnormal and rapid growth of bone that forms within soft tissue as the result of heredity, trauma, or diseases of a joint. The rapid and irregular growth of bone often causes a sharp or jutted structure to form, causing pain and irritation to the surrounding tissues. The only treatment is surgical excision or shaving down to smooth out the excess bone. As time frames of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established.  Please consider complaint category medical: heterotopic ossification. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient was revised due to heterotropic bone ossification, which contributed to the patient experiencing limited range of motion, pain, and stiffness. The surgeon removed excess bone and replaced the articular surface prosthesis. Attempt for further information has been made, but no further information has been provided.